Manufacturer narrative:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca and ui bezel burned. Due to the alleged malfunction, there was no report of harm to the patient or anyone else. Pil was able to confirm the complaint of service required possibly due to the thermal event with no air filter as well as sd card was returned and no other peripherals or accessories were returned with the device. Pil performed an external and internal inspection of the device and observed that the heater plate had dust- like contamination as well as the inlet/ outlet seal had white dust- like contamination. Possible thermal events across the back of the pca (printed circuit assembly) then potential mineral deposits on top of pca around u4 indicate possible water was on the pca. Potential corrosion on top of pca indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Lastly, pil observed 17 errors were logged. There was no report of serious patient harm or injury. There was no report of medical intervention. Updated: box h: device manufacturers: evaluation method code. Evaluation results code. Component code. Conclusion code.

Event description:
A device was returned to a third-party service center for service. During evaluation, the third- party service center found pca and ui bezel burned. Due to the alleged malfunction, the device was forwarded to the manufacturer's product investigation lab (pil) for additional testing and investigation. Pil was able to confirm the complaint of service required possibly due to the thermal event with no air filter as well as sd card was returned and no other peripherals or accessories were returned with the device. Pil performed an external and internal inspection of the device and observed that the heater plate had dust- like contamination as well as the inlet/ outlet seal had white dust- like contamination. Possible thermal events across the back of the pca (printed circuit assembly) then potential mineral deposits on top of pca around u4 indicate possible water was on the pca. Potential corrosion on top of pca indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Lastly, pil observed 17 errors were logged. There was no report of serious patient harm or injury. There was no report of medical intervention.